Event description:
It was reported that a patient underwent a cardiac ablation procedure procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially it was found that blood was stuck in the catheter distal area. Tried to eliminate with irrigation, but it did not work. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 06-apr-2024, there was reddish material and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole on the surface of the pebax on 06-apr-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 06-mar-2024. The investigation was completed on 06-apr-2024. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, blood residues were observed inside the pebax; however, there was no evidence of external damage on the pebax section. The blood observed on the pebax is related to the usage of the device during the procedure. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. The customer complaint was confirmed based on the picture received. The device was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. A manufacturing record evaluation was performed and no internal action was found during the review. The customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Explanation of codes: photo: investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the customer¿s reported ¿photo provided¿. Investigation findings: operational problem identified (c13) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster, inc. Analysis finding of the customer¿s photo provided of ¿blood residues inside the pebax¿. Device: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster, inc. Analysis finding of the device analysis of ¿reddish material and a hole in the surface of the pebax¿. Manufacturer's reference number: (B)(4).